Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the leg, which is off-label usage of the device, on (B)(6) 2025. On the same day, it was reported that the patient's daughter called in asking for assistance with her follow app. The daughter mentioned that her mother is currently in the hospital and she needs assistance setting up her dexcom follow app to monitor her mother's blood sugar levels. Daughter lives in a different state and states that she does not have and is unsure of the exact details. Daughter says that on (B)(6), her mother had a new g7 wearable inserted in her leg but it "fell out" on the night of the same day. Since it "fell out", she became hyperglycemic and she started giving herself insulin. She went to the emergency room (ER) the following day, on (B)(6) 2025, since she had been hyperglycemic all night. There was no discussion about symptoms during that time, treatment and management of hyperglycemia, or length of stay. No other event details were provided on the call. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the leg, which is off-label usage of the device, on (B)(6) 2025. On the same day, it was reported that the patient's daughter called in asking for assistance with her follow app. The daughter mentioned that her mother is currently in the hospital and she needs assistance setting up her dexcom follow app to monitor her mother's blood sugar levels. Daughter lives in a different state and states that she does not have and is unsure of the exact details. Daughter says that on (B)(6), her mother had a new g7 wearable inserted in her leg but it "fell out" on the night of the same day. Since it "fell out", she became hyperglycemic and she started giving herself insulin. She went to the emergency room (ER) the following day, on (B)(6) 2025, since she had been hyperglycemic all night. There was no discussion about symptoms during that time, treatment and management of hyperglycemia, or length of stay. No other event details were provided on the call. The performance data was reviewed for the time period of interest. The data indicates that the sensor session started at 2:25 pm on (B)(6) 2025. The session lasted 7 days and 5 hours and ended due to algorithm detected failure on (B)(6) 2025. There were 2 bg meter calibrations performed during the time period of interest. Results of both calibrations indicate that the system is within specifications for cgm accuracy. On the date of the reported event (10/09/2025) a low glucose alert was triggered at 6:00 am. This alert was at 20% audio volume and was acknowledged 2 minutes later at 6:02 am. There were no additional alerts or malfunctions on this date. It was noted that the high glucose alert had been disabled. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional, h2 correction/additional information h6 type of investigation - additional, h6 investigation findings - correction, h6 investigation conclusion - correction.